Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion of fluorouracil in an unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.